Event description:
It was reported that the patient experienced acute withdrawal syndrome (specific symptoms were not reported). There was an inability to aspirate fluid and the pump/connector was noted to have a break/cut. The catheter was explanted and replaced in 2008. As the pump was removed, it came free of its catheter. The event was reported to be "ongoing" and the patient's next post-operative appointment was scheduled for approx two months later. It was noted that the pump delivered 400.7 mcg/day of 2000 mcg/ml baclofen in a simple continuous infusion mode at an infusion rate of 0.2004 ml.